Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, exhibited fluctuating pace impedance measurements within normal limits that appeared consistent with a lead-header spring contact interaction. In addition, the battery of this pacemaker was suspected to be depleting prematurely as a recent calculation revealed a one year decrease in expected longevity after 6 months had passed. This pacemaker system remains in service, however device replacement was recommended. No adverse patient effects were reported. Additional information received reported that the pacemaker was explanted and replaced, and the right atrial (ra) lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. Additionally, the investigation determined that this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This device was also included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, exhibited fluctuating pace impedance measurements within normal limits that appeared consistent with a lead-header spring contact interaction. In addition, the battery of this pacemaker was suspected to be depleting prematurely as a recent calculation revealed a one year decrease in expected longevity after 6 months had passed. This pacemaker system remains in service, however device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, exhibited fluctuating pace impedance measurements within normal limits that appeared consistent with a lead-header spring contact interaction. In addition, the battery of this pacemaker was suspected to be depleting prematurely as a recent calculation revealed a one year decrease in expected longevity after 6 months had passed. This pacemaker system remains in service, however device replacement was recommended. No adverse patient effects were reported. Additional information received reported that the pacemaker was explanted and replaced, and the right atrial (ra) lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This pacemaker was returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, exhibited fluctuating pace impedance measurements within normal limits that appeared consistent with a lead-header spring contact interaction. In addition, the battery of this pacemaker was suspected to be depleting prematurely as a recent calculation revealed a one year decrease in expected longevity after 6 months had passed. This pacemaker system remains in service, however device replacement was recommended. No adverse patient effects were reported.